Event description:
This was a spontaneous report from a female pt reporting on herself (age unspecified) from the united states: (B)(4). The pt's height and weight were not reported. The pt's medical history included an accident "years ago" after which she had used the patch and "it worked extremely well". On an unspecified date, the pt was treated with precise pain relieving heat patch (topical) for lower back pain (therapy dates, does, and frequency unspecified). Concomitant medications were not reported. On an unspecified date after product use, "it ripped a large part of her skin off and left a scar". Action taken with precise was unspecified. The outcome of the events was not recovered. This report was serious (medically significant).